Event description:
It was reported that following a pocket revision procedure, the patients ipg was not taking a charge despite cycle charging attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that following a pocket revision procedure, the patients ipg was not taking a charge despite cycle charging attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current (10.83ma). Electrical testing revealed a low vh resistance measurement (344 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post pocket revision procedure. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. With all the available information, boston scientific concludes the allegation of ipg unable to charge after pocket revision procedure, was confirmed. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event. The ipg was likely damaged during the pocket revision procedure by electrocautery use.